Event description:
The pt reported that her infusion device was beeping continuously and showing four dashes in the middle of the display screen. The pt checked her blood glucose and it was 586 mg/dl. The pt's blood glucose is typically below 130 mg/dl. The pt had symptoms of thirst and urination with her elevated blood glucose. The pt was able to change the power pack and the infusion device started working properly. The pt reported that after changing the power pack, her blood glucose was coming down and currently at 290 mg/dl. The pt was aware of the power pack recall and has been replacing her power pack every 2 weeks per the recall instructions. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.